Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned correspondingly on (B)(4) 2012 and evaluated respectively by product analysis (pa) on (B)(4) 2012 with the following finding: the meter and test strips both passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ping meter was prompting an error 2 message. Per the onetouch ping user guide the error 2 message prompts when there is a problem with the test strip or the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on (B)(6) 2012 between 4-4:30 p.m. The reporter said that the patient does not manage her diabetes with medication and that she continued her normal diabetes management despite the alleged issue starting. The reporter told the cca that 30 minutes after the alleged issue began the patient became "thirsty, tired and unhappy," but the reporter denied that the patient received medical intervention as a result of the alleged issue. During troubleshooting the cca was not able to confirm if the alleged issue was occurring with a blood sample or control solution. The cca also confirmed during troubleshooting that the patient was using the correct test strips, correct testing process, that the subject meter was not being used for the first time and that there was no known misuse to the subject device. The cca documented that the subject meter did not prompt and error 2 message when manually powered on. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged error 2 message prompting. In addition, the alleged error 2 message was not resolved with troubleshooting.